Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The reporter contacted lfs alleging that the pt's one touch basic enhanced meter was prompting the error 2 message. The pt contacted her medical professional for advice and no treatment was received. The customer service rep walked the pt through troubleshooting and the meter continued to prompt error 2. The reporter did not allege harm. There is no indication that the pt experienced injury or medical intervention. Based on the info available, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.